Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs not withstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The device was previously returned to pentax (B)(4) from a customer. Inspection of the epoxy seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4) pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036). Date of awareness was corrected to may 10, 2019.